Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced crossover with distal erosion, and pain. It was noted that dilation of the right corpora was difficult. A surgical procedure was performed in which two different sizes of cylinders were implanted. No further patient complications were reported.